Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricle lead had high impedance due to lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.